Manufacturer narrative:
The patient's medications include albuterol sulfate, lipitor, aspirin, xalatan, coreg, spiriva inhaler, xarelto, vitamin d3, calcium, timolol, lisinopril, aricept, tribenzor and norco.

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported that the physician had difficulty advancing a gore dryseal sheath through the left common iliac artery. An attempt was made to advance the ctag device outside of the sheath but resistance was encountered. The device was withdrawn back into the sheath and the device and sheath were removed together. Again, resistance was reported during the withdrawal of the sheath. It was reported that during withdrawal, the iliac ruptured and the patient¿s blood pressure dropped. Next, two iliac extender components were implanted from the right side to repair the rupture. Intra-operative imaging showed the rupture was not repaired. The bleeding persisted (amount unknown) and a transfusion of several units of blood products was administered. It was reported that further endovascular treatment was not possible, the physician elected to discontinue the procedure and the patient was converted to an open repair. It was reported the patient expired the next day. The cause of death was reported to be hemorrhage from the iliac rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the iliac artery rupture could not be determined with the provided information. Additional devices involved in this event: dsl2428/10950667 and gore excluder aaa endoprosthesis (unk/unk).